Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump,